Manufacturer narrative:
Based on the current information provided, there is no indication that the device directly caused the stenosis. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure showed that no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during the peritoneal closure of a da vinci-assisted benign hysterectomy procedure, the patient's ureter was accidentally caught with a needle used for peritoneal closure, resulting in stenosis. The patient underwent another emergency surgery on postoperative day 3, and the stenosis was resolved by removing the sutures and performing the peritoneal closure again. The patient recovered well after the surgery, with no further complications, and they were discharged. Per the customer, no malfunction of a da vinci device occurred prior to or at the time of the event, and the da vinci device did not cause or contribute to the stenosed ureter. The patient's anatomy did not cause or contribute to the event.